Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the device could not be interrogated. The patient presented to the hosp for unrelated problems. It was noted that the patient has been lost of follow-up and the patient two years ago underwent back surgery and had a CT scan at that time. The device was explanted.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by low battery voltage. The low battery voltage was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.